Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the drip chamber that was discontinued was replaced by a new one, which was installed incorrectly for the customer's use. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; however, the complaint was confirmed. This pack was the first build which included the new drip chamber. The customer approved the spec; therefore, the root cause of this event is due to customer preference in pack design. Terumo revised packs to change the orientation of the drip chamber per this report and customer request. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).